Event description:
The customer reported the system was not recognizing transmitter operation. No pt injury.

Manufacturer narrative:
The service rep checked the system. He ordered a new transmitter cable. This did not correct the problem. He drove to another site and tried cables, these worked on the other site, so he ordered a new internal cable. This corrected the problem. System working as intended.